Event description:
Customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018 at 9:00 am, the customer tested patient 1 by fingerstick and the result was >8.0 inr. At 9:08 am the patient had a lab test and the result was 6.1 inr. On (B)(6) 2018 at 10:00 am, the customer tested patient 2 (male, (B)(6) years old, weight unknown, birth date (B)(6)) by fingerstick and the result was 5.0 inr. At 4:10 pm, the patient had a lab test and the result is 3.5 inr. Patient 1 has a therapeutic range of 2.5-3.5 inr. Patient 2 has a therapeutic range of 2.0-3.0 inr. Patient 1 is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes, no new medications or illness and no bleeding or bruising. Patient 2 is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes, no new medications or illness and no bleeding or bruising. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.